Event description:
Boston scientific received information that the health care provider (hcp) called to ask a way to retrieve a shock event of the device in the logbook that was possibly overwritten. Boston scientific technical services (ts) informed hcp there was no way. However, there is coming software to fix the overwritten data in the logbook but needs approval before it can be released. The product was explanted due to product upgrade to dual chamber. The explanted product was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.